Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It has been reported that the licox bolt channel was leaking cerebral spinal fluid (csf) at the union of all three catheter sheaths at the entrance to the sleeve housing. Despite compression cap closure, the leak continued. The leak was observed at the time of insertion/completion of the procedure. The device was removed and replaced. The device involved in this reported incident is available for return and evaluation.